Event description:
This rv lead was implanted on (B)(6) 2014. And was capped on (B)(6) 2017. A call was placed to technical services on (B)(6) 2017, stating that noted noise, oversensing , pacing inhibition more than 2 pauses. And elevated pacing impedance measurements of 1600 ohms on the right ventricular (rv) channel. The physician was dr. (B)(6) at (B)(6). No other information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).